Event description:
Agent ide clinical study. It was reported that stable angina and in-stent restenosis occurred. On (B)(6) 2018, synergy drug eluting stents were implanted to treat the target lesions located in the distal left circumflex (lcx) artery and 1st obtuse marginal (om1) artery. On (B)(6) 2019, 99% in-stenosis noted at om1 and the same was treated with 2.75mm x 30 mm non-boston scientific drug eluting stent. On (B)(6) 2020, coronary angiography revealed high grade in-stent restenosis at proximal/ mid lcx, going into the circumflex and the obtuse marginal was noted with 100% in-stent restenosis, which appeared to be chronic. On (B)(6) 2022, the subject presented with stable angina (ccs classification: 1) and was referred for the agent ide study. Coronary angiography revealed 90% stenosis at the proximal lcx and 100% in-stent restenosis (cto) at the om1. The 90% stenosis at the proximal lcx was treated successfully with 3.0 mm x 20 mm balloon angioplasty catheter and cutting balloon with 90% residual stenosis and timi flow of 3. However, the cto at the om was left untreated. The subject was discharged home on aspirin and clopidogrel.